Event description:
It was reported that the patient underwent a posterior surgical procedure at t10-l3. Six months post-op, it was reported that 3 setscrews had backed out of the bone screws. No patient complications were reported. No revision surgery is planned as of yet.

Manufacturer narrative:
(B)(4). The devices were not returned for evaluation; however, films were supplied for review. Review results are not available at the time of this report. A follow-up report will be sent when the x-ray review is complete.

Manufacturer narrative:
Review of films found: multiple ap x-rays show complex construct t10-s1 with segmental screws and 2 crosslinks. Set screws have loosened and disengaged at t10 and t11 allowing left rod to slide out of screw tulip. Etiology of loosening is not apparent. Rods appear to be of adequate length. Screws are variable angle.